Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina and thrombosis are listed in the xience xpedition, everolimus eluting coronary stent system, instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatments appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a moderately tortuous lesion in the left anterior descending artery. On (B)(6) 2021 a 3.00x38mm xience xpedition stent was deployed and the patient was discharged on (B)(6) 2021. On (B)(6) 2021, the patient was re-admitted due to severe angina. An angiogram was performed and stent thrombosis was confirmed. The thrombosis was removed; however, the specific method was not provided. The patient is in stable condition. There was no clinically significant delay in the procedure. No additional information was provided.